Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels displayed as "low". A specific bg value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced ongoing elevated blood glucose (bg) levels displayed as "high: a specific bg value was not provided. Cause was not known. A correction bolus and manual injection of insulin were given to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.